Event description:
Boston scientific received information that this programmer displayed black screen even after multiple attempts in powering up. This programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis found that there was an issue with a portion of the internal circuitry related to the programmer screen and there was evidence of overheating. Additionally, there was anomaly found with the programmer¿s hard drive causing hard drive error. The circuitry and hard drive were replaced and the programmer then passed throughout all tests. Laboratory analysis confirmed the reported clinical observations.